Event description:
Device issue: none. Adverse event: occlusion, paresthesias, anemia. Onset of adverse event: after vessel closure. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, after "easily" deploying the perclose device, it was noted that the pt's right lower extremity had poor flow. The right foot appeared pallorous and the pt had some paresthesias. It was noted that the pt had a femoral occlusion. A small transverse incision was made and a dissection was carried down to the femoral artery. The common femoral artery was clamped underneath the inguinal ligament, which had a good pulse. The perclose suture had deployed well, but there was a large plaque, which was dissected up. It was elected to convert this to a longitudinal arteriotomy. Formal endarterectomy of a large amount of plaque causing an approximate 75% stenosis was performed. The plaque was tapered into the superficial femoral artery and the profunda femoris artery. It was decided that better closure would be obtained with a patch: therefore, a non-abbott patch was anastomosed to the arteriotomy with 6-0 prolene suture. After appropriate flushing and back-bleeding, flow was restored. There was a palpable pulse in the sfa and profunda. The foot had much better color and good doppler signals at the ankle. Hemostasis was obtained. Blood loss was reported as 600ml; therefore, three units of blood were transfused. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). Improper or incorrect procedure or method - pt selection. (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.